Event description:
It was reported that the pt experienced no stimulation on the right side of his body. He returned his settings to the clinician setting and increased his stimulation on the right side. It did not resolve the issue. The company rep reported that the pt was able to turn his stimulation up to better cover his pain. The pt experienced a loss of therapeutic effect. His middle back and right side was "really hurting." He was on a workout program and was doing leg lifts and arm exercises. He was doing "leg lifts with 10 lb weights and felt a pop." His increased pain started after that. He has taken break through medication. He felt that he "might have pulled a lead out because of changes in feeling stimulation." His left side felt great. The pt now has no stimulation on either side of his back. He went to the ER and received a shot of morphine. The pain was returning. His recharger and pt programmer both showed a call your doctor icon. He has to recharge sooner than he normally would. An x-ray was taken and it showed that "the leads were higher up than they were supposed to be." "His physician placed a corroded neurostimulator and the leads were not placed correctly." A surgery was going to be scheduled to replace the leads. The company rep confirmed that one of his leads migrated cephalad. A revision is needed. Further info is being requested from the hcp.